Event description:
A physician reported in a case study that following intraocular lens (iol) implant procedures at 1 month postop, patients experienced glare, halos, starburst, hazy/waxy vision, difficulty seeing at night, double vision and/or distortion. The patients in the study consisted of 24 patients (48 eyes) with bilateral implants. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported issues cannot be determined. The complaint was opened from a presentation: company lens - the real life experience. The presentation stated: our results demonstrated excellent binocular uncorrected distance & intermediate visual acuity & functional near vision majority had no or very little halos, glare, starburst or waxy vision. Results showed a high degree of spectacle-independence. Satisfaction rates were high. No further information can be obtained. Case was from a presentation given in (B)(6) by a doctor who used company lens in (B)(6). The manufacturer internal reference number is: (B)(4).